Event description:
It was reported that the device displayed a message indicating that the anti-tachycardia pacing was disabled due to increasing ventricular rates, although the ventricular port was plugged and regarded as "off label use". During a recent lead revision, implant detect was unable to complete as it was unable to reference the plugged ventricular port. Implant detect was turned off and sensing adjusted on the ventricular port. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.